Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken or detached wire occurred. A photograph was provided for investigation. The allegation was confirmed via photographic inspection as a detached sensor wire. The probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.